Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed an infection at pod¿s insertion site (leg) while wearing the pod for longer than 48 hours and patient¿s blood glucose levels was around 300 mg/dl. Patient manually tried to get it under control and a new pod was applied. Patient had the first doctor visit on (B)(6) 2017 patient was prescribed mupiricin - 7 days. On (B)(6) 2017 patient went back to the doctor for the leg wound and was prescribed cephalaxin - 7 days. They required more insulin but they did not make any official changes. On (B)(6) 2017 patient went to the emergency room visit for the first time for the leg wound. At the emergency room, patient¿s treatment included ultrasound, culture of the wound, antibiotic, received some physical therapy for wound care. Patient¿s medication included clindamycin - 10 days. Patient went to physical therapy for wound care on (B)(6). On (B)(6) 2017 patient had an emergency room visit and was diagnosed with abscess. Patient¿s treatment included irrigation, debridement surgery, drain placed left in the leg for 1 week and they stayed at the hospital for one night. They cultured the wound. On (B)(6) 2017 patient went to a follow up appointment about the wound culturing and see how to prevent this from coming back. They kept the culture in a lab to make sure if anything would grow. On (B)(6) 2017 patient went to the surgeon¿s office to get the drain removed. On (B)(6) 2017 they stopped the omnipod all together.